Event description:
It was reported by the customer that they are returning their unit to elsg for service. The green cable not working. No further information is available. There was no reported patient consequence.